Event description:
Additional information noted that the lead will not be returned.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information noted that upon doing an x-ray a lesion on the lead was noted near the clavicle. The lead was thus explanted and replaced and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up the lead safety switch was triggered and the device was noted to be in unipolar configuration. When the right ventricular (rv) lead was reprogrammed to bipolar configuration out of range pace impedance measurements were noted as well as loss of capture. The device was then reprogrammed back to unipolar and values were once again within range. No adverse patient effects were reported. The system remains implanted.